Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer performed control tests on her contour next one meter and obtained readings of 223 mg/dl and 166 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as a blood results when accessing the meter's memory. During the call, upon the customer service agent's request, the customer performed another control test and reading was properly marked. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter, contour next test strips and contour next control solution from lot # 9bv2g40 for evaluation. The returned meter was tested with the returned test strips and control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in the meter's memory.